Manufacturer narrative:
(B)(4). Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis; patient received implant of an edwards transcatheter aortic bioprosthetic valve within the stenotic valve. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible at this time.

Event description:
Edwards received information that a transcatheter aortic bioprosthetic valve was implanted within an existing edwards aortic bioprosthetic valve due to aortic stenosis, 11 years after implant. The patient is reported as stable.